Event description:
It was reported via repair work order that the fowler would not lay flat due to the bracket not making contact with cherry switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler would not lay flat due to the bracket not making contact with cherry switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the fowler would not lay flat due to the bracket not making contact with cherry switch. Follow-up submitted as further investigation determined the fowler would not lower electronically. This will result in caregiver annoyance; however, it is not likely to harm the patient as the manual CPR release was still functional to lower the fowler manually, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.